Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device was returned. At this time, product analysis is complete and if additional information is received, the event will be updated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_wrench_acc, lot# serial# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's representative (rep) reported that prior to implanting an implantable neurostimulator (ins) a power on reset (por) 0x0002 error code was seen repeatedly after an impedance check was performed. Another ins was used and there was no problem when interrogating it. No patient symptoms were reported.

Manufacturer narrative:
(B)(4). Information references the main component of the system and other applicable components are: product ID: neu_wrench_acc, serial# unknown, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Device returned: product analysis complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.